Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on 2013-(B)(4). Maximum svc defib impedance rises from an approximate baseline of 50 ohms to greater than 250 ohms the week of 2013-(B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead experienced high superior vena cava (svc) impedance and a possible fracture. The lead remains in use, however, the svc coil has been programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354vrg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010.(B)(4).